Manufacturer narrative:
(B)(4): the customer reported the device did not charge the battery when installed in the ambulance. There was no reported pt involvement. The device was evaluated by a philips field service engineer and confirmed. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service.

Event description:
The customer reported the device did not charge the battery when installed in the ambulance. There was no reported pt involvement.